Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection observed a partial separation at the collar. The tip was misshapen/flattened as well as the shaft for a length of 1.4cm starting at 3.5cm from the tip. Hypotube kinks were also noted at 22cm and 23.1cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 30-jan-2019. It was reported that the device could not cross the lesion. The 90% stenosed, 15mm x 2.5mm target lesion was located in a moderately tortuous and moderately calcified right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with a another of the same device. No patient complications reported and the patient's condition was stable. However, device analysis noted a partial separation at the collar.